Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited rising impedance and noise. The patient experienced a vibration sensation and was in atrial fibrillation. Programming changes were attempted but the vibration sensation remained after reprogramming. It was later determined that programming was unnecessary. The lead is still in use. No patient complications have been reported as a result of this event.